Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was used. The watchman ® access system was unable to reach the left superior pulmonary vein (lspv) the access system was not in the correct position in the laa. When the delivery system was advanced in the access system, the position of the access system was not checked. The closure device was deployed and recaptured for repositioning. The closure device was redeployed and released, but no measurements were taken from the 90-135 degree view. After the device was released, it embolized to the left atrium. They attempted to retrieve the closure device with a catheter and snare, but they were unsuccessful. They then performed open heart surgery to retrieve the closure device. The patient is now stable.